Event description:
Reporter alleged blood glucose measured 90, 113, 235, 285, and 385 mg/dl when all tests were performed one immediately after the other. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.